Event description:
Information received from an independent laboratory indicates that a patient underwent knee arthroplasty on (B)(6) 2010. It was further reported that the tibial bearing was revised approximately one year later due to loosening. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity." Information received from the independent laboratory was very limited in nature. Follow up attempts to obtain more detailed information have been unsuccessful to date. In the event that additional details pertaining to event information are received, a follow up medwatch will be submitted to the FDA. The following sections could not be completed with the limited information available: date of event - the date of the revision procedure is unknown, but was reported to have taken place approximately one year after initial implantation. Date explanted - unknown.